Event description:
Edwards received information that a patient with a 19mm 3000j aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of approximately fifteen (15) years due to calcification, structural valve deterioration, and stenosis. The patient presented with heart failure and dyspnea on exertion. The patient is currently hospitalized due valvular heart failure and awaiting the tavr procedure. This is an 86-year-old female patient has a history of as s/p avr, and cirrhosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Event description:
Edwards received information that a patient with a 19mm 3000j aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of approximately fifteen (15) years due to calcification, structural valve deterioration, and stenosis. The patient presented with heart failure and dyspnea on exertion. The tavr procedure was performed with a 20mm sapien3 ultra resilia valve successfully. The patient's outcome was not provided.